Manufacturer narrative:
William cook (B)(4) initially reported event under manufacturer report 3002808486-2018-00014. New information was received identifying that the product was a cook inc. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
This additional information received on 17jan2018 as follows: pt. Allegedly received an implant on (B)(6) 2011 as prophylaxis for pulmonary embolism. Pt. Is alleging mental anguish and anxiety.

Manufacturer narrative:
Investigation: investigation is reopened due to additional information provided. It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating ¿tulip, mental anguish, anxiety". Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Unknown if the reported mental anguish, anxiety is directly related to the filter and unable to identify a corresponding failure mode at this point in time. Rpn and lot# are unknown, but the filter tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
Correction: manufacturer: this report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.